Event description:
Reporter stated that during an IV prep a technician found a foreign body present on a sterile needle. Reporter indicated that it was not used on the pt but could have resulted in pt harm. The foreign body was sealed in a zip lock bag and the needle was saved. The reporter contacted the manufacturer and will send them in for further investigation.